Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to over delivery anomaly and pump was not connected to phone. The customer reported blood glucose value of 58 mg/dl. The customer was treated by taking carbs and hypopen. The event involved products mmt-1884, mmt-7040ma, mmt-242a and mmt-332a. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040ma. The customer will discontinue the use of the infusion set. Mmt-242a was requested and customer response was the device will be returned. The customer will discontinue the use of the reservoir. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. 08/15/2025 00:04:43.000 normalbolusdelivered (220) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 22000 (2.2 u) 08/15/2025 06:20:47.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u). Bolusamountdelivered: 20000 (2 u). Pump passed the dat at 0.8690 inches. Unit care link and pump history was download successfully. Pump properly paired to minimed mobile app on a samsung s21. No communication anomaly noted. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with no cosmetic damage found. Unit passed required testing. Not confirmed possible over delivery anomaly noted. No communication-between pump & mobile app not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.